Event description:
The hcp reported the patient presented to the clinic for a dose adjustment as their spasticity had increased. A single bolus was performed to check for relief or symptoms. The patient did not respond to the bolus. The pump was programmed to single bolus instead of single bolus/simple continuous, so following delivery of the bolus, the pump remained stopped. The day of the call, the patient was returning with severe spasticity as well as some "other serious bowel issues" which were unspecified. It was not known if the bowel issues was related in any way to the therapy or if this was an underlying condition. The hcp was planning on treating the bowl issues first and then troubleshooting the itb system after. In the meantime, the hcp plans to reprogram the patient's pump back to 179 mcg/day of baclofen.